Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening on radius. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.